Event description:
It was reported that intraoperative impedances measurements (exhaustive) of implantable neurostimulator (ins) showed values >3,600 ohms. Impedance values were obtained at device settings of 3 volts, 101 ma, 6.0 volts 231 ma, and 9.0 volts, ¿66v¿. It was noted that they had a good connection with ¿temporary¿ high impedances. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).